Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states that the consumer informed her that she keeps having to tighten the wheel locks on her husbands chair.